Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located in the obtuse marginal (om) artery. The physician attempted to insert the 3.25mm x 12mm quantum maverick balloon catheter into a non-bsc guide catheter however; the distal shaft twisted to an angle of almost 90 degrees. The physician tried to ¿straighten¿ the shaft and the shaft broke into two pieces. The device was removed from the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick mr balloon catheter was returned in two pieces with no original packaging and contrast visible on the outside of the distal shaft. The balloon was returned tightly folded. The proximal piece measured 63cm from manifold to the break site. The distal piece measured 86cm from the break site to the distal tip. The fracture faces were oval shaped, as if kinked prior to separation. The material was jagged and stretched, which suggests separation may be related to tensile overload (material stress/fatigue). Examination identified a slight kink or bend on the distal end of the strain relief manifold. No further irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located in the obtuse marginal (om) artery. The physician attempted to insert the 3.25mm x 12mm quantum maverick balloon catheter into a non-bsc guide catheter however; the distal shaft twisted to an angle of almost 90 degrees. The physician tried to ¿straighten¿ the shaft and the shaft broke into two pieces. The device was removed from the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.